Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a scratch was noticed on the lens optic. The iol was explanted during initial procedure, and another unspecified lens was implanted. There was no patient harm. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).